Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in patient anatomy and patient experienced a myocardial infarction. Device issue: guide wire separation. It was reported that percutaneous coronary intervention (pci) was being performed on a diagonal branch from the left anterior descending artery (lad), which was not calcified. During the procedure, the tip of the bmw guide wire separated and remained in the patients coronary artery. Three days post procedure, the patient went back to the hospital with chest pain and a minor myocardial infarction was confirmed, due to a thrombus on the guide wire tip that was left in the patient. Reportedly, the patient followed up with the physician in 2009, and was doing fine. No additional event or patient information is available.